Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician performed a pocket revision to sew the device down as an effort to reduce movement of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No patient complications have been reported as a result of this event.